Event description:
According to the FDA maude event report mw5042437, an unspecified "heart valve, more than minimaly manipulated allograft, engineered bicuspid heart valve" was implanted into a patient with a reported death. It is not clear from the report what product was utilzed in the case, only that it was an "engineered valve first of its kind by cryolife, inc."please see the attached maude event report.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.